Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the patient reported they think they need to turn therapy up and they were not sure how to do it. Patient stated they think therapy was not working as well as they thought it was at first. Reviewed how to connect with patient's implant to increase stimulation. Patient confirmed once connected with implant on the call that therapy was on. Patient reported when tapping the up arrow to increase stimulation initially that it was not increasing, but confirmed later that they were able to successfully increase stimulation. Patient initially reported not feeling any stimulation when increasing. Patient successfully increased stim to a comfortable level. Patient described feeling stimulation as "buzzy" but confirmed not uncomfortable or painful and was comfortable enough that they wanted to leave stim at that level. Patient described location that they were feeling stimulation as lower than the bike seat area, in between their thighs. Patient clarified location they were feeling stim as in between their th ighs, higher up, "right where they use the bathroom". Agent reviewed therapy and stimulation overview/expectations. Patient will maintain stimulation level and will continue to track symptoms. The issue was not resolved through troubleshooting. The patient was red irected to their healthcare provider to further address the issue. Patient provided event date as "gradually". Patient also reported they travel a lot and they are afraid that going through security might have "fired it". Patient stated they don't have a reason to think that. Patient stated they went through airport security screening device without turning therapy off first. Agent redirected to patient's healthcare provider if issue persists to further check patient's implanted system.

Manufacturer narrative:
H6: removed a090407. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.